Event description:
The customer reported on (B)(6) 2013 her blood glucose history is as follows: time - 12:00 pm; bg (mmol/l) 12; (mg/dl) 216. Time - 11:00 pm, bg (mmol/l) 24, (mg/dl) 432. There were no carbohydrate count or insulin dosages provided. Upon removal she noticed the needle did not deploy the cannula "correctly". The pod was worn for less than 24 hours.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.